Manufacturer narrative:
The customer was unwilling to provide the required information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Single use; device discarded.

Event description:
The consumer reported two false positive results with the binaxnow covid-19 antigen self-test with one patient and an unknown lot number performed on (B)(6) 2022. This MFR. Report addresses test two (2) of two (2). The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 on an unknown swab type. Confirmation testing via unknown 'local rapid test' was performed with an unknown swab type at a doctor's office and generated a positive result. No additional patient information, including treatment and outcome, was provided.